Event description:
A report was received that the patient was experiencing irritation and discomfort due to the leads bunching up near the ipg site. The patient underwent a lead revision procedure where the physician repositioned the patient's leads.